Manufacturer narrative:
G4:08feb2021. B4:10feb2021. It was reported to philips that the user noticed a low priority alarm that could not be acknowledged. The device was shut down and sent to the biomedical department. No additional patient information could be provided from the user. The device was tested and no failures were found. The reported alarm was about a low volume due to an improper setting of the alarm limits; therefor a repair was not necessary. The behavior in standby mode was also found to be normal and showed no signs of errors. The device remains at the customer site and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: (B)(4)2021.

Event description:
It was reported to philips that after the restart no error message can be seen, only indications of a low volume in the ventilation. However, it was observed that the device continued to blow even in standby mode. The device was in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reported that after the restart no error message can be seen, only indications of a low volume in the ventilation. However, it was observed that the device continued to blow even in standby mode. The drpt/log file analysis would be necessary, but the customer cannot save it. The rse advised that it is probably defective mc board, or possibly defective blower. An onsite field service engineer (fse) will be dispatched to the customer site to provide additional onsite assistance.